Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that device alarmed for low voltage hazard and no external power on (B)(6) 2019. This may be due to the mpu ac power cord coming loose at the mobile power unit (mpu), ac wall outlet or house power disruption. Mpu patient cables were extremely kinked and dirty. Additional information was requested but not yet provided.

Manufacturer narrative:
Device manufacture date: additional information. Manufacturer's investigation conclusion: the report of low voltage hazard and no external power alarms was confirmed through the analysis of a submitted data log file. The log file contained approximately 4 hours of data (dated 5:15am - 9:15am on (B)(6)2019, according to the timestamp). Between 5:15am and 6:19am on (B)(6) 2019 the controller was being supported by an mpu. However, during this time frequent voltage variations were captured for both power cables, some of which resulted in low voltage hazard and no external power alarms, consistent with reported information. These events did not correspond to the changing of power sources or physical power disconnects. These alarms did not affect the controller's ability to support the pump at the set speed as the controller was powered by its internal backup battery during these events, as designed. When external power was switched from the mpu to 14v batteries the atypical voltage changes and alarms resolved. The returned heartmate mobile power unit (sn (B)(4) was evaluated and tested by the service depot. The returned unit was tested with all returned components. The mpu was operated with a test pump and mock circulatory loop and the reported issue could not be reproduced. The unit was allowed to run for several days without any issues. However, the mpu's patient cable was found to be damaged. The damaged cable was replaced with a new one. The mpu's aa batteries were also replaced with new ones. The mpu was then functionally tested per the heartmate mobile power unit (mpu) service process and the unit passed all tests. The serviced and tested unit was returned to the customer site. Further inspection of the defective mpu patient cable revealed multiple kinks and damage to the gray outer jacket of the cable. The cable was noted to be in heavily used condition. Continuity testing of the cable revealed intermittent open connections in the green, orange, and white wires. Additionally, increased resistance was noted in multiple other wires. This damage was consistent with conductor breakdown due to repetitive bending or twisting of the patient cable during use. Insulation testing of the cable did not reveal any issues. Although the reported event was not reproduced during testing, the observed conductor breakdown in the patient cable of the mpu appeared consistent with the events captured in the submitted data log file. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.